Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 53. Customer's blood glucose was 144 mg/dl at the time of the call. The device failed self test. Customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
Device had unresponsive down and select button due to cracked flex trace. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to missing display segments. Software error detected unknown.